Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, bleeding continued. When the device was removed, it was noticed that the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was reported to have been inadvertently discarded. The lot number was not identified; therefore, a device history record review could not be performed.